Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. The manufacturer internal reference number is: (B)(4).

Event description:
A customer reported that during surgery, the phacoemulsification handpiece becomes hot quickly and ultrasound power stops. Additional information has been requested.

Manufacturer narrative:
Additional information provided. The phaco handpiece was not returned for evaluation. The phaco handpiece was manufactured on february 13, 2018. Based on qa assessment, the product met specifications at the time of release. With no additional, related information provided, the customer reported event could not be confirmed. The root cause of the reported event cannot be determined conclusively. The manufacturer internal reference number is: (B)(4).